Event description:
It was reported that a temporary wire placed during surgery due to the pacemaker exhibited loss of capture. The anesthesiologist was managing the situation, there were no if there was a magnet used or if the pacemaker was reprogrammed. Currently, this pacemaker remains in service and no adverse patient effects were reported.